Event description:
The customer's sponsor was alerted and the primary investigator reported via phone call that the customer was hospitalized from (B)(6) 2015 and diagnosed with severe hypoglycemia in the middle of the night around 3-4 am. Customer was initially given glucose and a snack and did better.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.